Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint mr850 respiratory humidifier from the distributor for evaluation, to determine if it had a malfunction which might have caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare (fph) representative that there was no audible alarm on an mr850 respiratory humidifier. This was discovered before patient use.

Manufacturer narrative:
(B)(4). The pcb of the complaint mr850 respiratory humidifier was not made available to fph in (B)(4) for investigation. Therefore, our investigation is accordingly based on the event description, previous investigations of similar complaints and our knowledge of the product. The distributor reported that their mr850 respiratory humidifier had no audible alarm. A replacement pcb was provided to the distributor who subsequently confirmed that the issue was resolved. Without the return of the complaint device (pcb), we were unable to determine what may have caused the problem reported by the distributor. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation." It should be noted that the mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare (fph) representative that there was no audible alarm on an mr850 respiratory humidifier. This was discovered before patient use.